Manufacturer narrative:
H4: the lot was manufactured from october 24, 2020 - october 26, 2020. The device was received for evaluation. Unaided visual inspection was performed which observed tears across the top front seam under the right and left side of top hanger hole. Functional testing was performed which revealed a leak in the affected area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to a manufacturing process related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the top seal. This was identified during setup and preparation. There was no patient involvement. No additional information is available.